Manufacturer narrative:
A visual evaluation found that heavy white residue was built up inside the button of the device. A functional evaluation found that the cap of the button could be opened and closed without issue. A second functional evaluation using a 5 milliliter syringe found that a vacuum could be pulled on the button valve indicating that it was working properly. A final evaluation found that air could be injected through the body of the device without issue using the syringe. The condition of the returned unit was consistent with the complaint incident that the device was blocked/occluded. During the evaluation the device was not found to be blocked, but residual residue indicates that the device was most likely blocked during use. The white residue appears to be a combination of nutritional supplement and medicine that became trapped inside the device during repeated use. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12069174 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12069174. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, there was white residue in the device which prevented the flow of the nutritional supplement and medicine. An obturator was used to remove the white residue. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient's exact age is unknown however over 18 years old. (B)(4)

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, there was white residue in the device which prevented the flow of the nutritional supplement and medicine. An obturator was used to remove the white residue. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.